Manufacturer narrative:
The technician replaced the brake caster and installed a brake steer upgrade kit to resolve the issue.

Event description:
The account alleged the brakes are not holding. No patient impact.